Manufacturer narrative:
Voluntary medwatch report received: mw5157708

Event description:
Voluntary medwatch received states that the patient presented with noise oversensing on the right atrial lead that appears to be external or related to a minute ventilation signal. No intervention was reported. There were no patient consequences.